Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed an "attach pads" message and did not respond to the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.